Manufacturer narrative:
(B)(4). Date sent: 05/25/2021. Additional information was requested, and the following was obtained: what were the indications for surgery? Rectosigmoidectomy due to a complicated chronic diverticular disease with colorectal fistula. What surgical procedure was performed? Laparoscopic rectosigmoidectomy. Did the patient receive any preoperative chemotherapy or radiation? No what healthcare professional fired the device and what is his/her experience with the device? Surgery resident at huol, inexperienced. He was directly supervised by a professional with 10 years of experience in colorectal surgery. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? Yes was the device difficult to fire? Yes did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Yes, two intact rings. Was a complete transection of the white breakaway washer visually confirmed? Yes please explain what is meant by, ¿the tissue was not stapled properly¿? There was stapling only part of the circumference of the anastomosis, leaving an unclamped segment of the anastomosis, and therefore open. Where was the location of the staples that were not stapled properly? In the tissue, some open, others deformed. What were the shape of the deployed staples? Some open, others deformed were there staples seen in the surgical field? Yes was a leak test performed? If so, what type and what was the result? It was not necessary. Failure visually identified during surgery. Was the staple line visualized endoscopically during the initial surgical procedure? It was not necessary. What was observed at the site of the leak? -

Manufacturer narrative:
(B)(4). Medical device: batch # unknown. (B)(4). As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  The following information was requested, but unavailable: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Please explain what is meant by, ¿the tissue was not stapled properly¿? Where was the location of the staples that were not stapled properly? What were the shape of the deployed staples? Were there staples seen in the surgical field? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colorectal anastomosis, there was a stapling failure. The stapler fired, but the tissue was not properly stapled, with the anastomosis opening already identified during the intra-operative period. No delay to the surgery. Manual anastomosis. The procedure was successfully completed with no fragments generated. The patient needed to be colostomized, has already been discharged and the colostomy will be reversed later.